Event description:
Caller reports the patient tested 5.2 inr on the coaguchek s system and 3.7 inr on a comparison lab. No action taken based on values. No adverse event reported. Requested return of suspect system. However, strips are unavailable for return.